Manufacturer narrative:
Based on the limited information available for this case, it is not clear what role, if any, the use of lava ultimate may have had in the reported outcome. Other patient factors, such as prior tooth history, may have played a role in the need for the root canal therapy.

Event description:
On (B)(6) 2016, a dental professional reported the case of a patient (age and gender not provided) who required root canal therapy on tooth #18. This tooth is reported to have a lava ultimate cad/cam restorative for cerec crown, but no further information on the date of seating, date of failure or tooth history was provided.